Event description:
It was reported that a user experienced postprandial hyperglycemia while using the ilet system, with continuous glucose monitoring showing a peak of 271 mg/dl after a meal that had been announced, and values trending downward during the call while the user was walking; no alarms occurred, and the teflon infusion set and site appeared normal without occlusion indications. Symptoms included elevated blood glucose. Outcomes included continued monitoring at home without the need for medical intervention or hospitalization. Investigation included telephone troubleshooting and education covering potential causes such as delayed absorption and possible minor cannula or site performance issues, confirmation of ongoing insulin delivery, and instruction to reassess and consider a site change if glucose failed to improve. Investigation of this case revealed no device malfunction signals, with the glucose trend improving and no infusion set or cgm failures observed, suggesting transient postprandial variability or site-related absorption variability. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.